Manufacturer narrative:
(B)(4). The home patient stated that the bag connections were loose as they were able to tighten them. The cause for the reported condition was determined to be a loose connection because a loose connection is a known cause of this type of alarm. However, the cause for the loose connection could not be determined, as the disposable set was not returned to baxter. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during drain cycle 3 of 5 of peritoneal dialysis (pd) therapy. The patient stated that the bag connections were loose as they were able to tighten them. The patient was to discard supplies and finish manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.